Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report "it jumps. It beats hard when I lay down." Patient wanted to know what is causing these sensations. Follow up confirmed the patient experienced diaphragmatic stimulation due to left ventricular (lv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.